Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site #10 of the patient's mouth, no osseointegration was achieved. The patient's history of rejecting titanium was reported to contribute to the event. Primary stability was not achieved and the patient's bone quality was reported to be type I. The device will be forwarded to the manufacturer for investigation. Pain, mobility, bleeding, inflammation, hypersensitivity, and swelling were reported at time of event, no f.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site #10 of the patient's mouth, no osseointegration was achieved. The patient's history of rejecting titanium was reported to contribute to the event. Primary stability was not achieved and the patient's bone quality was reported to be type I. The device will be forwarded to the manufacturer for investigation. Pain, mobility, bleeding, inflammation, hypersensitivity, and swelling were reported at time of event, no f